Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during preparation, it was noted that the stylet of a 3.0 x 38 mm xience sierra stent delivery system (sds) was kinked. Therefore, it was difficult to remove the stylet from the device. Another unspecified device was then used to successfully complete the procedure. There was no patient involvement. No additional information was provided.